Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing resulting in t wave oversensing. The device was reprogrammed and the patient was fine.

Event description:
New information noted that patient continues to experience t-wave over-sensing on their cardioverter defibrillator. Patient was stable and would be monitored.